Manufacturer narrative:
Date of event: exact date unknown, event occurred on (B)(6) 2021.

Event description:
It was reported via social media that the patient was having infection. No further information could be obtained despite good faith effort.